Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with hyperglycemia on (B)(6) 2016. The reporter stated that the patient had a blood glucose in the high 400 mg/dl range with no reported symptoms but unspecified ketones. While at the hospital, the patient was allegedly treated with insulin via the pump. The patient had remained on the pump at the time of the call. The reporter stated that the pump's time and date were resetting to default every time the pump rebooted. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a time/date reset issue, with use error as a contributing factor.